Event description:
It was reported that the patient is a "twiddler" and therefore the right ventricular lead and the atrial lead had dislodged. It was further reported that this is the second dislodgement of both leads due to the patient's twiddler syndrome. The first dislodgement happened (B)(6) 2010 and the physician decided to reposition both leads. However, this time the physician elected to extract both leads and replace with new leads as he was uncertain how much steroid would be left in the leads to help at the new fixation point. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position, there was tissue on the helix and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was a damaged guidetooth, tissue on the helix, and there was apparent explant damage.